Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with the implantable cardioverter defibrillator unable to be interrogated via radiofrequency (rf) telemetry. The device has been disconnected from home monitoring after a magnetic resonance imaging (MRI) that occurred in (B)(6) 2022. Rf telemetry was successfully restored via software download. The patient was stable.